Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The return of the device may have assisted the investigation of the reported event. A suture break can occur due to a number of factors including, but is not limited to manufacturing, user technique or patient anatomical conditions. During manufacturing, suture strength is tested, assembled and loaded into the device and a sampling of finished devices is destructively tested to verify the functionality of the device. Suture may break if the user applies too much tension while pulling on the limb suture. Based on the reported information, a conclusive cause to the reported suture break cannot be determined. Review of the device history record for this lot did not produce any findings relevant to this report. A query of the complaint handling database revealed no other incidents reported for a suture break. Based on the investigation, there does not appear to be any indication of a product quality deficiency.

Event description:
It was reported that an arteriotomy closure of the common femoral artery was attempted using a proglide after an unspecified procedure. Reportedly, the suture broke while harvesting during suture retrieval. Hemostasis was achieved with the proglide device. A 6fr sheath was used. There were no reported adverse patient sequelae. The physician is reported to be trained in the use of the proglide device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was provided. A follow up report will be submitted with all additional relevant information.